Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to the reported "false downstream occlusion alarms" which were verified through a review of the event history log by the presence of multiple "downstream occlusion!" Alarms, but were not determined if the alarms were true or false. The device passed all testing prior to return to the customer. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarms during delivery (medication, programmed amount and delivery rate unknown). There was patient involvement but there was no known patient injury or medical intervention associated with the event. No additional information is available.